Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the pump (B)(4) which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error codes of no motor movement or negligible movement. Retries to free a stuck motor failed(pump error 38), trace pointers are invalid(pump error 68), history pointers failed. The history pointers are corrupted(pump error 49), and post-reset ram crc alarm(pump error 23). Troubleshooting was performed and the customer was able to clear the alarm. The customer reported that pump error 38 occurred again when rewinding the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test due to pump error 38 occurring during testing. Unit passed the active current measurement. Unit failed to pass the sleep current measurement due to high currents. Unit failed to pass the self test due to pump error 75 occurring during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were not within spec range due to graph anomaly. Pump error 75 occurred on 08/18/2023 10:01 in history files and traces. Pump error 38 occurred on (B)(6) 2023 12:01--12:24 on event date in history files. Pump error 53 (file#2005 line#5632) occurred on (B)(6) 2023 12:27 in history files and traces. Pump error 23 and pump error 68 and pump error 49 occurred on (B)(6) 2023 12:04--12:32 on event date in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack, and force sensor. Motor was tested outside and it failed. The following were noted during visual inspection: scratched case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube). Pump error 38 is confirmed due to moisture damage on motor assemblies. Pump error 49 and pump error 23 and pump error 68 is not confirmed. Cosmetic damage is confirmed at an unspecified area. Exposed to moisture is confirmed at the electronic stack and force sensor. Pump error 75 and unexpected battery power loss is confirmed due to moisture damage on the electronic stack. Pump error 53 is confirmed due to being found in history files and traces and due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.